Event description:
Healthcare professional reported a pt previously receiving an injection of unspecified juvederm ultra in the tear troughs and was treated with hyalase to remove the product. No information on what the symptoms were or if symptoms have resolved.

Manufacturer narrative:
Unique identifier (UDI)#: further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time.